Event description:
An unspecified issue was reported with the freestyle libre sensor. Customer reported the sensor was defective and as a result, she experienced a loss of consciousness and had to be "rushed to the hospital". No further details were provided as customer terminated troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre 2 sensors, and a trend was investigated where a probable root cause was related to an insertion issue. However without a valid sensor number or product return, the root cause of the particular issue associated with this complaint is unknown and cannot be further determined. Clinical data was reviewed and confirmed that freestyle libre 2 sensors continue to be safe, effective, and perform as intended in the field. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. H4 - (device mfg date) and b3 - date of event was incorrectly documented in initial report. The correct h4 - (device mfg date) and b3 - date of event should be 12/29/2021. This correction has been made.

Event description:
An unspecified issue was reported with the freestyle libre sensor. Customer reported the sensor was defective and as a result, she experienced a loss of consciousness and had to be "rushed to the hospital". No further details were provided as customer terminated troubleshooting. There was no report of death or permanent injury associated with this event.